Event description:
Carefusion received a report that,"the connection between the mask and the tubing is blocked so the oxygen does not flow. The mask was on a patient that kept destating." Additional follow up with the clinical nurse educator revealed the patient was hooked up to an oxygen saturation monitor and this alarmed alerting the staff to the patients decreasing oxygen levels. When the occluded tubing popped off the mask, the staff grabbed another oxygen mask and tubing and applied oxygen. This improved the patient's condition. It was reported the patient recovered once adequate oxygen was given. The patient is no longer in the hospital.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer return sample was received and evaluated. It was observed that the oxygen connector was occluded with plastic from the same material as the connector. Unfortunately without lot number available, it is not possible to review the device history record. The current manufacturing process was reviewed and no problems were identified related to the reported problem. During the molding process, quality personnel inspect a sampling of the product in order to detect these types of problems. No anomalies were noted during the quality inspection. During the manufacturing of product code (B)(4) an additional sampling plan is performed to evaluate circuit flow. The mold was preventively repaired in (B)(4) 2010 to correct damage to the core pin which can cause the type of issue the customer reported. There is a preventive maintenance process to assure the mold and core pin remain in good condition. Because the lot number is unknown, the manufacturing date of this specific tubing piece is unknown. One potential root cause is that the mold core pin was damaged during manufacturing and this damage caused the oxygen connector to be occluded with the plastic. The quality sampling also failed as this item was not segregated because of the defect. The last preventative maintenance to the mold core pin was performed on (B)(4) 2011. In addition, the manufacturing personnel were notified of this incident to prevent this type of failure in the future.